Event description:
The pt was set up on the electrical stimulation device with the dispersive pad on her back and the active pads on the anterior and posterior aspects of her right shoulder with ice. The timer was turned on after turning the voltage control as far to the left as possible. The pt was still not feeling any current with increasing the intensity gradually. The intensity was turned down and the dial was switched from hand-held applicator to 2.5 seconds. The pt received a slight jolt. No visible markings noted, and no further complaints from the pt.